Event description:
Asr revision recommended - left hip.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 was not confirmed and a sample evaluation was not performed due to unavailable sample. A batch review was not performed due to unknown lot number. Based on the information obtained during baxter's investigation, this incident was determined to be related to the patient placing the solution bag on an unstable surface and the solution bag disconnected during therapy. The label review found the labeling adequate for the potential use error(s) in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's global technical service center to report a system error (se) 2240 (indicating air in the set) with the homechoice (hc) machine during dwell 3 of 4. The bag had fallen and disconnected. The home patient (hp) would complete therapy with manual supplies. There was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the hp on (B)(6) 2010. The hp stated that no defects were seen with the cassette or bag and the bag had just fallen and disconnected. The incident has not re-occurred. The hp has been doing fine and continuing therapy on the cycler as usual.

Manufacturer narrative:
(B)(4). Per the sample availability question in the system error 2240 call script, the patient discarded the sample. On (B)(6) 2010, the hp confirmed the device was discarded and no companion sample was available.